Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (500 mcg/ml) via an implantable pump for intractable spasticity. It was reported that the patient asked how to arrange for a mdt representative to be present following magnetic resonance imaging (MRI). They stated the MRI was due to disc issues in back that were unrelated to pump/therapy. The patient mentioned "the pump did malfunction once in the last 6 months". They stated they had a pump refill in january where the healthcare provider (hcp) noticed the pump was off for 45 minutes and the hcp asked the patient if they had a MRI which the patient did not. They mentioned they had been in hospital intensive care unit at one point but did not indicate this to be pump related. They stated their baclofen concentration was 500 and dose may be 55 mcg but they weren't sure. Patient services documented reported information.

Event description:
Additional information received reported that in clarification of the pump malfunctioning being off for 45 minutes was the patient was in for a refill on (B)(6) 2022. In reading the logs, motor stall with recovery was noted on (B)(6) 2022 from 12:06am to 12:39am. The cause for the pump malfunctioning being off for 45 minutes was unknown, the patient was asymptomatic and no MRI done. The patient was educated on alarm sounds and signs of withdrawal and would come to the office in 2 months to have the logs read again. No actions/interventions taken to resolve the issue, just education of the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: corrected information: device code a26 no longer applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.